Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 400 mg/dl. The customer stated that the insulin pump had infusion flow blocked alarm, they took correction and it did not came down. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer was not using the auto mode feature at the time of the incident. The customer treated for high readings by using insulin pump. The customer¿s last blood glucose reading was 246 mg/dl. The customer did the troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.